Event description:
The complainant alleged that while checking the device prior to use in a procedure, the device would power-up with no display. The complainant indicated that there was no pt involvement in the reported malfunction.